Event description:
Customer tested blood glucose and received a result of 307mg/dl before going to bed. The customer took extra unit of insulin based on the result. They passed out and was found by spouse at 1am. A ambulance was called and the customer was taken to the hospital. They were given dextrose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.